Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the manual injection. Customer's blood glucose value was 523 mg/dl. Customer's mother reports about no delivery occurrence. Troubleshooting was performed for no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime. Customer's parent states the insulin exited. Customer states the cannula is bent. Customer declined to troubleshoot for bent cannula. The product was not returned for analysis.